Manufacturer narrative:
The power conversion enclosure assembly was returned to the manufacturer for analysis. Analysis found that the resistor was found to be blown up, the board was damaged, and many parts within the enclosure had black residue on them. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system could not be moved and that the gantry could not complete motion when prompted by the user. To resolve the reported issue, the power conversion module was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion module has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system could not be driven. It was reported that the issue occurred following uncrating the imaging system and transporting it at the site. There was no patient present when this issue was identified. No additional information was provided.